Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2014 by the american journal of sports medicine, titled ¿medial opening wedge high tibial osteotomy for medial compartment overload/arthritis in the varus knee: prognostic factors". The study reviewed eighty-four (84) patients who underwent opening wedge high tibia osteotomy, to address medial open wedge high tibial osteotomy, using puddu plates. During the mean: mean 51.5±23.8 month follow-up period, one (1) patient experienced deep infection requiring hardware removal. Source: bonasia de, dettoni f, sito g, et al. Medial opening wedge high tibial osteotomy for medial compartment overload/arthritis in the varus knee: prognostic factors. The american journal of sports medicine. 2014;42(3):690-698.